Event description:
An ophthalmic surgeon reported that the console became unusable after a system message displayed and an issue with the cassette leaking during a cataract procedure. The console was rebooted and the product was replaced; however, the issue was not resolved and required that the console be replaced to complete the procedure. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is one of two complaints reported for this finished goods lot of the fluidics management system (fms); however this is the first for this issue for this lot. Review of the device history record (DHR) indicates the order was built to specification. The returned fms sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2011. Based on qa assessment, the product met specifications at the time of release. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The fluidics module was replaced. The system was tested and found to meet product specifications. The root cause of the customer's complaint is not known; the associated products met specifications. (B)(4).